Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's correction factor. The correction factor was set to 1:5 rather than the intended value of 1:50. Customer's blood glucose level was 159 mg/dl. Customer corrected the settings and resumed insulin delivery.